Manufacturer narrative:
(B)(4): physio- control evaluated the device and verified the reported failure. Physio replaced the system/memory and interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the cause of the reported/observed problem to be a shorted capacitor, designator c13. Further analysis of the removed system/memory pcb assembly found that the capacitor failure resulted in heavy damage to the system pcb assembly.

Event description:
It was reported that the device would not power on ac or battery power, it was inoperative to deliver defibrillation therapy. There was no patient use associated with the event.